Event description:
Ra patient developed nausea, vomiting and diarrhea after first two column treatments. More severe after second. Seen in ER and had temp 100.2, chills and fatigue. This pt had two central lines, one for antibiotics, which was placed prior to beginning prosorba column treatment, and one that was placed specifically for the apheresis/column treatment, both catheters cultured positive for bacteria.